Manufacturer narrative:
Eval summary: the complaint device associated with this report was not received for eval. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 158663f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 158663f met all release criteria prior to product release. There are not similar reports for this lot. Add'l info was requested on 02/19/2010, 03/03/2010 and 03/05/2010. Info was received on 03/03/2010. A completed questionnaire has not be received. (B) (4). (B) (4).

Event description:
Adverse event(s): "corneal burn" (burn, corneal); "tingling" (tingling). Product problem(s): "none reported" (no known device problem). An optician reported that a pt experienced a corneal burn after 2 to 3 hours of product use. The pt had soaked the lenses overnight in contact lens solution prior to insertion the next morning. The pt experienced tingling about 2 to 3 hours later. He later went to the ophthalmologist and was diagnosed with corneal burns in both eyes. In add'l info received from the optician, he stated that the pt was treated with artificial tears, antibiotic eye drops and antibiotic ointment. The optician also stated that the event was not yet resolved but that it was recovering. Add'l info has been requested.